Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury for code 102 (overdelivery) for lifecare 5000 is approximately .21/million sets.

Event description:
Overdelivery reported. The pump was set to infuse heparin 25,000 units/250 ml at 7 ml/hr. The rn reported that a new container was started at approx 3:35pm, and it was empty at 5:45pm. The pt received protamine 10 mg IV at 5:45pm and again at 7:40 pm. The pt's serum ptt value was drawn at 5:50 pm, approx 5 mins after the protamine was given. Thus, ptt results are not indicative of heparin overdelivery. The pt chart does not indicate why the protamine was repeated. There was no change in pt assessment and no indication of any adverse effects. The pt was discharged home the next day.